Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap was detached; therefore, the reported event is confirmed. The metal cap exhibited moderate charred debris adhesion on its surface. Functional testing of the fiber with the hene (helium-neon) laser fixture. The testing conducted did not identify any signs of breakage along the length of the fiber. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the glass cap detachment. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified glass cap detachment.

Event description:
It was reported that the fiber tip broke during the photoselective vaporization of the prostate (pvp). The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber tip broke during the photoselective vaporization of the prostate (pvp). The procedure was completed with another device. There were no patient complications.